Event description:
In 2004, amb. #2 was dispatched to a request for assistance from a pt experiencing periods of syncope. A brady rhythm was noted on monitor. Crew attempted to pace pt without success. Pacing pads changed no change. The pt was treated with oxygen, IV, atropine and dopamine with little/no improvement. Pt was transported with no change in status but expired at he hosp.